Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (03/15/2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a crystal failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter does not turn on. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient or the patient's wife by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient's wife alleged that the issue began on (B)(6) 2010 at approximately 3:30pm. It is not specified how often the patient tested his blood glucose and it is unclear how the patient manages his diabetes. Just prior to the alleged issue, the patient's wife indicated the patient was experiencing unspecified symptoms of low blood glucose; it is not known what the patient's blood glucose result was prior to the onset of his symptoms. The patient's wife stated the patient administered self-treatment at approximately 4:15pm, by consuming food. The patient's wife denied the patient tested with another device. At the time of troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced per owner's booklet recommendation; the patient's wife indicated the subject meter's batteries were just replaced. The csr verified that the patient was using the correct test strips at the time of the alleged power issue and there was no misuse of the lfs product. The alleged power issue remains unresolved. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient was symptomatic prior to when the alleged issue first began. The patient was able to administer self-treatment by consuming food. However, this complaint is being reported because the alleged issue remained unresolved.